Manufacturer narrative:
The user facility declined service on the device; therefore, the event could not be verified. Covidien reference: (B)(4).

Event description:
A report was rec'd from the USA with info that an 840 ventilator graphic user interface (gui) was inoperative. The device was not being used on a patient when event occurred. The date of the event was not reported.